Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair in good condition, with complaint of overpressure alarm. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual/functional testing was performed. Pump shows overpressure alarm at 0.88bars, confirming complaint. The probable cause was the downstream occlusion (dso) sensor. The dso sensor needed to be calibrated. Resolution of the reported issue was confirmed.

Event description:
It was reported that pump showed overpressure alarm. There was unknown patient involvement. No patient harm was reported.